Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred while ablating ripv. The catheter was replaced and the cryoablation procedure was completed without further issues. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Smart chip verification indicated the catheter was used for 16 injections. Visual inspection showed that the inner balloon had traces of blood inside; there was no blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen, however, the balloon integrity was intact and no breach observed. Dissection showed a guide wire lumen breach at 1.059 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.